Manufacturer narrative:
At the time of the investigation, no trend was detected for complaint category clot observed or kit installation/removal failure. There was no CAPA initiated for complaint category clot observed or kit installation/removal failure. The product was not returned for further analysis; therefore, it could not be determined if this specific product met specifications. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/ continuous improvement process. No further action is required at this time. This complaint was found during a routine review. The most likely cause of clotting is user error of swapping saline and anticoagulant bags. (B)(4).

Event description:
(B)(4). The nurse are concerned about the colors of the tubings at the cellex machine. All other devices they use have orange tubing for the a/c line and they wonder why therakos does not do it the same way, they would strongly prefer uniform colors. Css informed them that changes of the kits are on their way including color, did not give any exact details about the nature or timing for those changes.